Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The reservoir was not returned. The pump was visually examined, leak tested and functionally tested. The pump tubing was cut down to the pump block. The tubing was not returned for analysis. The pump passed the leakage test, and failed activation test 2 and 3. The two cylinders were visually inspected, and leak tested. No anomalies were found in the cylinders. Both cylinders passed the visual analysis and the leakage test. Although the hole/crack in the cylinder connecting tube could not be determined due to the tube not being returned, a mechanical issue was identified. Based on the information available and analysis results, the mechanical issue identified during the functional test in the pump could have caused or contributed to the reported clinical observation of the product not working properly. A3. Sex: unknown- leaving field blank.

Event description:
It was reported that the patient went to the hospital two weeks before the operation because the inflatable penile prosthesis (ipp) did not work properly. As a result of the inspection, it was confirmed that there was a crack in the cylinder connecting tube, so the pump was replaced according to the diagnosis of the doctor. The cause of the cylinder connecting tube crack was not detailed by the hospital. After this operation, the patient improved and is stable.

Event description:
It was reported that the patient went to the hospital two weeks before the operation because the inflatable penile prosthesis (ipp) did not work properly. As a result of the inspection, it was confirmed that there was a crack in the cylinder connecting tube, so the pump was replaced according to the diagnosis of the doctor. The cause of the cylinder connecting tube crack was not detailed by the hospital. After this operation, the patient improved and is stable.